Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, july 09, 2014, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 pocket e1 was failed. A field service engineer informed that the user had cleared the error prior to arrival, ran hardware tests on the drawer and discovered medications located underneath a pocket, then performed acceptance tests, which passed, though the overall results were mixed due to both software and hardware issues, ran the cubie tests, and both tests passed however, the system failed to recognize the closed drawer in the software, proceeded to run the hardware test application to evaluate the drawers, and all tests in the hardware application passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1, pocket e1 continued to fail. The customer relocated the tablets to a different pocket and cleared the failed drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.